Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center and reported cloudy peritoneal effluent. Upon follow-up, the physician reported that the patient experienced a break in aseptic technique (date not reported), described as touch contamination. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent and was hospitalized in 2011. The patient was treated with unspecified antibiotics. At the time of this report, the peritonitis was resolving and the outcome for the break in aseptic technique was not reported. The root cause of the peritonitis was a break in aseptic technique, described as touch contamination. The pre-existing conditions of hypertension and (B)(6) were considered a complication. Dianeal-n remained ongoing and unchanged. The physician believed the peritonitis was not related to dianeal-n pd4 1.5 therapy; however did not provide an assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.